Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "it appears that the instrument broke during the extraction procedure." The extraction was a planned removal due to completed bone union and all debris was removed from the surgical field/patient.

Manufacturer narrative:
The reported event could be confirmed since the device was returned and matches the alleged failure. Device inspection revealed the following: the visual inspection of the received device shows the distal end is out of shape. From the microscopic view of the damaged surface which clears that the breakage is brittle in nature and was caused by the application of excessive force. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification . A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to being user-related. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "it appears that the instrument broke during the extraction procedure." The extraction was a planned removal due to completed bone union and all debris was removed from the surgical field/patient.